Event description:
Per the clinic, the device was electively explanted on (B)(6) 2024 due to device non-use. There are no plans to re-implant the patient with a new device as of the date of this report.

Manufacturer narrative:
This report is submitted on february 15, 2024.